Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown intrathecal medication via an implanted pump for an unknown indication. It was reported a patient years ago had a pump failure, but there was nothing in the event log. The physician was unaware of any patient name or detail, but confirmed there was an analysis done. No further complications were reported/anticipated or expected.